Event description:
It was reported that pump battery appeared to deplete too quickly, although this did not result in pump shutting down. There was no reported impact to the customer¿s blood glucose level. Technical support reviewed pump information, explained that daily battery use of around 15¿35% was normal, and customer acknowledged and understood this guidance, with no further actions documented. Cts to replace pump. Customer will continue to use current pump.